Event description:
The hospital reported that during a coronary artery bypass procedure, the hs-1045 seal did not load properly. A hs-3045 seal was used to complete the procedure. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed that the seal was cracked along several rings. The tension spring assembly was inside the delivery tube and the seal was outside of the delivery tube. The white collar was present; the plunger had not been depressed. There was evidence of blood on the device. Based upon the received condition of the device, the reported complaint "seal did not load properly" could not be confirmed. Internal file number - (B)(4).